Event description:
It was reported "for about the last year it was in my body, would give me too much medication on and off." The device was explanted in 2008. Additional info has been requested but was not available on the date of this report.